Event description:
The PICC line was placed in pt in left anterior fossa. Nurse noticed PICC line "ballooning" out at the wings. Catheter removed without problems. Appears that catheter is shearing or flaking just below the wings.